Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by brazil that during service and evaluation, it was determined that the motor of the compact air drive device was too low. It was determined that the trigger was blocked, jammed and was moving heavily. It was further observed that the device did not work, and the rotor was damaged. It was determined that the device had excessive dirt and oxidation internally due to failure of cleaning and lubrication. It was further determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench: minimum 110 to 160 watt, check reverse locking mechanism, and check triggers for forward/reverse mode. It was noted in the service order that the device did not work during testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the sixteenth day in 2019. The actual month was not specified. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.